Manufacturer narrative:
Philips service monitored the system; ups issue suspected. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray generation failure due to dc voltage out of range on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.